Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stroke was hemorrhagic.

Manufacturer narrative:
The complaint device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman ® laa closure device & delivery system was used. The closure device was implanted. Elevent days post procedure, the patient woke up with a crippling stroke that caused left hemiparesis.